Event description:
It was reported that a user of cidex opa soltuion experienced lungs burning, chest hurting, lightheadedness, headache and eyes were red. When they are not using the solution the symptoms disappeared. None of the users sought medical intervention.